Event description:
Event description it was reported that the catheter failed the pre-use check and was attempted twice. Another catheter was used successfully. There was no patient or user harm. The reported condition was not confirmed. Functional testing of the return device confirmed a unreported issue. The root cause of the observed condition was determined to be a result of a manufacturing activity.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the returned syringe noted that there was a black foreign object suspended in the saline. Functional testing noted that the balloon was manually inflated and there were no observed leaks. The device was found to functional normally and within specifications. The reported issue could not be confirmed. The evaluation detected an unreported condition: saline contamination. The most likely cause was determined to be manufacturing related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.